Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. The customer reverted to mdi for insulin therapy. Customer¿s blood glucose level was 217 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.